Event description:
A pt was burned where ground pad had been placed. Placement of ground pad was on the left anterior thigh. The pt was very hairy at the ground pad site.

Manufacturer narrative:
The hospital indicated that this was a user error problem. The hospital will not return the device to co for evaluation.